Event description:
Additional information received that it was unknown why it was difficult to in filling the pump. It was reported as far as the manufacture representative was aware, that patient was receiving therapy.

Event description:
It was reported to having difficulty filling or aspirating the reservoir. They were unable to fill and unable to aspirate the reserve oir. It was reported the manufacture representative tried to draw back and supposed to have 2.5ccs, could not get anything out. It was reported that then the tube was clamped and they tried to fill, but got a lot of resistance. The pump was delivering dilaudid. Additional information reported that the patient was scheduled for replacement.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.